Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to be depleting earlier than expected. Disk analysis was performed and confirmed that the device reached 2.65 volts. Boston scientific technical services (ts) recommended routine follow ups with this patient. No adverse patient effects were reported. Additional information received states that this ICD was removed for normal battery depletion.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this ICD failed initial analysis. Additional analysis will be completed. This investigation will be updated when information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.